Manufacturer narrative:
Concomitant medical product: 4470 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope. It was further reported that the right ventricular (rv) lead exhibited a confirmed fracture, unstable thresholds, high undefined impedance, loss of capture and oversensing causing inhibition of pacing. The rv lead was capped with the left ventricular (lv) lead plugged into the rv port and an implantable pulse generator (ipg) replacing the cardiac resynchronization therapy pacemaker (crt-p). No patient complications have been reported as a result of this event.